Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body (light blue) of a minicap transfer set. It was further reported "patient tried to disconnect from the machine" and the "light blue part of the transfer set twisted apart and the dark blue piece stayed in the catheter¿. This was identified while disconnecting from automated peritoneal dialysis (pd) therapy on the cycler. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an unknown patient connector attached to the female connector. Visual inspection with the naked eye and magnification was performed and the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported separation issue was verified. The cause of the condition is due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. The connection between the female connector and unknown connector was tested while connected and the two components were separated by hand with no issues; therefore the reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.